Manufacturer narrative:
This report filed may 6, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced dizziness and lack of sound sensation with device use. Subsequently on (B)(6) 2015 the device was explanted; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, december 9, 2015.